Event description:
An endurant ii stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm. At the index procedure and currently the aneurysm is 46 mm in diameter. The proximal aortic neck was 10 mm in length and had a great deal of thrombus in it. It was reported at the patient¿s 6 week follow up appointment there was circumferential thrombus only within the body of the stent graft. The physician is not going to intervene, but will continue watching it and place the patient on plavix and aspirin. There was no endoleak or aneurysm expansion noted. No clinical sequelae were reported. The patient is fine. A review of returned films showed there was significant thrombus in the aortic neck that goes down to the stent graft bifurcation. The proximal neck measures 24.5 mm in diameter pre-implant which indicates the stent graft may be oversizing. The exact cause of the thrombus is unknown but is likely related to pre-existing patient condition.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (a 36 mm graft was implanted in a 24.5 mm diameter neck).